Event description:
Bowel perforation during colonoscopy.

Event description:
Add'l info rec'd from MFR 12/06/02: the device in question was initially returned to olympus america inc. ("Oai") on or about august 15, 2002 for evaluation following the reported perforation. Oai's designated complaint handling unit conducted a preliminary investigation that consisted primarily of a visual inspection of the device and taking several measurements. The investigation indicated that the insertion tube (the part of the endoscope that is inserted into the pt) was slightly stiffer than expected for this model (but not outside of the operational range). Additionally, the device in question had numerous signs of physical and chemical damage, e.g., a buckle and dent on the light guide tube, which is not inserted into the pt, and a discoloration inside the suction channel, which is also not inserted into the pt. Oai asked the reporting facility for permission to return the device to the manufacturing facility, operated by olympus optical co., ltd. ("Ot"), but that permission was not granted. In lieu of returning the device, oai shared preliminary investigation results with ot. In particular, oai asked if the slightly stiffer insertion tube could have caused or contributed to the reported event. Ot responded that there are many contributing factors associated with colon perforations, including but not limited to, forceful tip insertion (regardless of the stiffness of the insertion tube), associated with specific conditions of the colon, such as diverticular orifice, stricture and acute bending, excessive looping of the insertion tube, caused by the shape of the colon, over inflation by the endoscopist, physician inexperience, and biopsy. Given these factors and the reported condition of the colonoscope when it was returned to oai, ot has concluded that there is no realtionship between the endoscope and the reported event.